Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of thrombus could not be conclusively determined through this evaluation. Evaluation of the submitted log file confirmed power ranged from 4-5.5w with higher values noted from 2/21/2019 10:50am through the end of the log file. Estimated flow ranged from 2.9-6lpm. The upward trend in pump power also showed a corresponding increase in estimated flow. The system operated as intended above the low speed limit for the duration of the log file. The hmii IFU explains all pump parameters including power, flow and pulsatility index. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow or physiological demand can affect pump power. Thrombus is listed as an adverse event that may be associated with the use of the hm2 lvas. The IFU outlines recommended anticoagulationtherapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient has been having increasing flow and power trends over the past two weeks. There is a concern for possible pump thrombus. No additional information has been received at this time.

Manufacturer narrative:
Approximate age of device- 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted and was taking heparin. The manufacturer¿s technical service representative reviewed the log file and observed power cable disconnect on (B)(6) 2017.